Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2014. Blood glucose at the time of admission was 380 mg/dl. It was found the customer was vomiting prior to their hospitalization. It was also reported the customer had a bent cannula, but their insulin pump did not alarm them of the bent cannula. Customer was being treated with fluids at the hospital. Troubleshooting found the insulin pump passed the high pressure test. Customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.